Manufacturer narrative:
Updated: b5, d7, d10, h3, h6. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leak were found in cylinder 2. Cylinder 1 has a leak in proximal cylinder body attributed to sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed deflation test and activation test. The pump failed deflation test, not able to move fluid from cylinder side of the pump to the reservoir side of the pump when the deflation button in not pressed. The pump failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegations related to erosion; however, product analysis confirmed pump malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A cystoscopy confirmed that a cylinder had eroded into the urethra. A surgical procedure was performed in which the existing device was explanted and the urethra repaired. The reservoir was full upon explant. The patient was expected to fully recover following the procedure.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A cystoscopy confirmed that a cylinder had eroded into the urethra. A surgical procedure was performed in which the existing device was explanted and the urethra repaired. The patient was expected to fully recover following the procedure.